Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5044173) on 05-oct-2015. The most recent information was received on 18-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the coil on my left side is lost some where else') and pregnancy with contraceptive device ('two pregnancies') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and diabetes mellitus. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced adnexa uteri pain ("pain on the left side of fallopian tube"), back pain ("back pain"), dyspareunia ("pain during sex") and alopecia ("hair lost"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of right essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, adnexa uteri pain, back pain, dyspareunia and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered adnexa uteri pain, alopecia, back pain, device dislocation, dyspareunia and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in date of insertion -(B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: status post failed essure (missing left coil). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5044173) on (B)(6) 2015. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the coil on my left side is lost some where else') and pregnancy with contraceptive device ('two pregnancies') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and diabetes mellitus. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced adnexa uteri pain ("pain on the left side of fallopian tube"), back pain ("back pain"), dyspareunia ("pain during sex") and alopecia ("hair lost"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of right essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, adnexa uteri pain, back pain, dyspareunia and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered adnexa uteri pain, alopecia, back pain, device dislocation, dyspareunia and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011, (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: status post failed essure (missing left coil). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received- new reporter, dob, removal details were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.